Event description:
It was reported the catheter was inserted subclavian, over the introducer. Upon removing the guide wire, the core wire "cracked" and the spring wire guide began to "unravel". As a result, the clinician grapsed the wire with gloved hands and removed the remains of the wire. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.